Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l5-s1 with an interbody cage and rhbmp-2/acs. Post-operatively, the patient developed significant pain in the area of the fusion surgery and extremities. As a result of the fusion surgery, the patient received significant medical treatment to care for injuries. The patient has never recovered from the surgery, and continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2007: patient presented with pre-op diagnosis: l5-s1 grade 1 spondylolisthesis associated with bilateral neural foraminal narrowing, disk herniation, and bilateral l5 spondylolysis. Patient underwent the following procedures: right l5-s1 decompressive laminectomy, foraminotomy, discectomy, and posterior lumbar interbody fusion with titanium threaded cage, autogenous bone, and rhbmp-2/ acs. Bilateral l5-s1 percutaneous pedicle screw fixation and bilateral posterolateral fusion with autogenous bone and rhbmp-2/ acs. Procedure was performed with the microscope. Per op-notes: ¿¿ an extensive foraminotomy was performed in order to decompress the right l5 nerve root. A drill guide was inserted. The disk space drilled, and we removed all disk material from the disk space. The disk space was then packed with rhbmp-2/acs and autogenous bone followed by a 12 x 20 mm titanium threaded cage filled with autogenous bone and rhbmp-2/ acs. Our focus was now on bilateral posterolateral fusion and bilateral pedicle screw fixation utilizing the percutaneous pedicle screw system. The rods and screws were secured. The patient tolerated the procedure well. Patient was sent to the recovery room.¿

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.